Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leaked at the septum when the needle was removed. The following information was provided by the initial reporter: after removing the stellate they experience the blood leakage from self sealing septum hub of nexiva in 4 cases. I couldn't collect the effected sample but I have collected same batch new sample. The good vain has damages reported by nurse.

Event description:
(B)(6) 2025 it is stated that there was blood exposure to the health care provider. 1. Was the healthcare provider wearing gloves/personal protective equipment? Ans: yes, hcp was wearing gloves but no ppe. 2. Was there any serious injury to the health care worker (required diagnostics, or medical treatment other than basic care)? Ans: no, only blood exposure on gloves.

Manufacturer narrative:
See b.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383540 and lot number 4093440. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.